Event description:
It was reported that a system error 2240 (air in line) alarm occurred on the homechoice device during dwell 3 of 5 of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.